Event description:
Information was received from a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for spinal pain indications. It was reported that the reason for the call was that the patient stated they had been having trouble with their personal therapy manager (ptm) for a couple weeks and it had been getting worse over the last week or even longer. The patient stated when they had to place the communicator over the pump, it took about 3 minutes to find the pump and then it got stuck at 91%. The patient service specialist walked the patient through closing out the application and turning airplane mode on and off. The patient confirmed they were able to connect to their pump and see their lockout time. The troubleshooting steps that were taken on the call resolved the issue. The agent also reviewed best practices for connection. Additional information was later received from the patient. The patient called back reporting the issues above with connection. The patient mentioned that the previous troubleshooting helped but had been getting worse the past few days. The patient stated the issues had been causing them to "lose" their last bolus of the day. The agent had patient close out of application and reconnect while on the phone. The patient received "no pump found" and then "no pump response" but then was able to connect and their lockout time. The patient stated they had fentanyl in their pump. The agent sent an email to replace communicator and serial number was placed in the secure note field.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory; product ID a820 serial# unknown software version: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.